Event description:
It was reported that a patient¿s second implantable neurostimulator (ins) never worked as well and didn't help as much as her first ins. It worked and helped for about a year. In (B)(6) 2014, the patient realized the device stopped helping her with her symptoms and she had a loss of therapeutic effect. Around this time she also stopped feeling stimulation. She would increase stimulation and start feeling it again and it would work perfectly, but after a couple of days she stopped feeling stimulation again and it stopped working. She had to increase it again and it would work for a couple of days. A couple of months ago, the device started shocking the patient badly. She felt a shock every time she tried to turn the device on or adjust it up or down. It was later reported that there was 50 percent or greater symptom reduction and the patient did not experience loss of therapeutic effect or loss of stimulation. The device was interrogated and reprogramming was done on (B)(6) 2015. The event cause was not determined and the patient recovered without permanent impairment. It was also reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had an appointment on (B)(6) 2015 and the device would work for a while, and then it didn't.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va06ydz, implanted: (B)(6) 2013, product type: lead. (B)(4).